Event description:
The customer reported that as she was transferring her husband from the chair to the bed, the belt rode up to his chest. The customer reported that the nylon material gets very slippery during normal use and that this was the second time the belt was put in use the belt has not been laundered. There was no pt injury reported.

Manufacturer narrative:
The customer does not intend to return the product and did not provide a lot/serial number of the product. Note: the instructions for use states that when monitoring always test to make sure the belt is applied securely and will not loosen or give when transferring pt. MFR ref file # (B)(4).